Manufacturer narrative:
The suspect device was evaluated. During the evaluation, a "b30" error appeared and there was no image produced when the unit was tested with olympus, model series 190 scopes; the cause of both issues was assigned to a printed circuit board failure (dp board). The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the b30 error and no image was a faulty dp board.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the "connector lock was loose." Upon inspection and testing of the returned device, it was found that a "b30" error occurred and no image was present. This report is submitted due to the malfunction of b30 error and no image. As this was found during in-house service, there was no patient involvement.